Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having trouble with the insulin pump. It was stated that when the customer changed the reservoir, the reservoir had 52 units left. The caller stated that she had filled the reservoir with more than 90 units since she used it for two and a half days. The customer believes that it should be less amount of insulin left. Instructed to check the daily totals and they were correct. Informed to call back for further assistance if needed. No additional information was provided.